Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("right essure migrated intrauterine") and genital haemorrhage ("episode of heavy bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included procedural pain, uterine contractions abnormal, uterine disorder and parity 2. Previously administered products included for an unreported indication: iud and distilben. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced metrorrhagia ("a few metrorrhagic episodes"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain ("a painful pelvic episode") and back pain ("lumbar pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, metrorrhagia, pelvic pain and back pain outcome was unknown. The reporter provided no causality assessment for back pain, device expulsion, genital haemorrhage, metrorrhagia and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-jul-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 256 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 24-jul-2017: quality-safety evaluation of ptc: complaint sample was available. Actual device evaluated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 04-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. The three-month control test was performed and was satisfactory. The patient had essure expelled 6 years after the placement. Follow-up received on 14-dec-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 22-dec-2015 (case upgraded to incident): the patient's history included pain at the placement or removal of previous iud, contractile uterus, small uterus (distilben exposure) and 2 children. On (B)(6) 2009, essure had been inserted under spinal anaesthesia. Three trailing coils were visible on the left and eight on the right. Tubule characteristic of the fallopian tubes made difficult the exact location of the ostium. On (B)(6) 2010, repeat ultrasound and plain abdomen x-ray had been normal with essure correctly aligned. The patient had no symptoms until probably 2012 when she remembered experiencing a few metrorrhagic episodes. Three weeks prior to this report, she experienced a painful pelvic episode which started with lumbar pain and was followed by an episode of heavy bleeding like she had her menstruation period. Repeat ultrasound and plain abdomen x-ray showed right essure migrated intrauterine and removal was planned. Essure was removed under general anesthesia. Hysterography was planned later. No further information will be available. Case closed. Follow up information received on 13-jan-2016: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-jan-2016 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced episode of heavy bleeding (seen as genital bleeding) and it was reported that right essure migrated intrauterine (seen as partial expulsion of device), then essure was removed under general anesthesia. These events were considered serious due to their medical importance and listed in the reference safety information for essure. In this case, it was reported that 5 months after essure insertion, a ultrasound and plain abdomen x-ray were performed and the results showed essure correctly aligned. The exact date and mechanism of partial expulsion of device were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a device removal was required. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.